Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, and a cracked reservoir tube lip. No crack on the display window or glass was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have cracks on display screen. Customer is unsure of how damage occurred. Customer's blood glucose was 7.5 mmol/l. Customer was advised that insulin pump would need to be replaced. No further information provided.